Manufacturer narrative:
Correction: please retract this report 2017865-2024-02102, the same event was previously reported as 2017865-2024-03466.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a right ventricular lead that exhibited noise. No changes or intervention was reported. The patient condition is unknown.